Manufacturer narrative:
Updated analysis summary by (B)(6) on march 4, 2022 retainer ring = black. On june 16, 2021, the customer alleged was in the emergency room for low bg, high bg, insulin flow blocked alarm and unresponsive select button keypad. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. No unexpected insulin flow blocked alarm during testing. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the device history found no insulin flow blocked alarm on event date of june 16, 2021. However, on june 8, 2021, found two insulin flow blocked alarm in the device history at 17:35:26 during bolus delivery and 17:43:31 during bolus delivery. No stuck key alarm found in the history files or traces. All buttons functioning properly. The keypad overlay was peeled off, remove the keypad dome switches to perform the keypad test and passed. No moisture or component damage on the keypad traces or keypad domes during the visual inspection. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor offset measured within spec range during testing (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the pump at the battery compartment. In summary, insulin pump passed all required testing. Unable to verify customer complaint for low bg and high bg. Customer alleged not confirmed for insulin flow blocked alarm and unresponsive select button keypad. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized for 3 days and was in intensive care unit for 2 days on an unknown date due to low and high blood glucose. Customer stated insulin pump was not working. Customer stated they had heart attack. Customer¿s blood glucose was 43 mg/dl, 312 mg/dl, 434 mg/dl. The customer's current blood glucose was 283 mg/dl. The customer did experience symptoms such as nausea. The customer was treated with manual injection, insulin pump and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was used during the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated with this report in section b3 and also updated in summary narrative in section b5.

Event description:
Customer was hospitalized on (B)(6) 2021 for 3 days (2 days in intensive care unit and 1 day in regular ward). Customer used freestyle libre sensor so auto mode was not used.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. No unexpected insulin flow blocked alarm during testing. Thus and carelink software was utilized and downloaded trace/history files properly. All buttons functioning properly. The keypad overlay was peeled off, remove the keypad dome switches to perform the keypad test and passed. No moisture or component damage on the keypad traces or keypad domes during the visual inspection. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (23.5 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.